Event description:
Caller reported a minimum fill notification while attempting to load a new cartridge. There was no adverse impact to the customer's blood glucose level. A new cartridge was loaded to resolve the issue.